Event description:
Imperial study it was reported that stent thrombosis occurred. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the left distal superficial femoral artery (sfa) extending to the left proximal popliteal artery (ppa) with 100% stenosis and was 98mm long with a proximal reference vessel diameter of 5.8mm and distal vessel diameter of 6.0mm and was classified as tasc ii c lesion. Target lesion one was treated with pre-dilatation and placement of a 6mmx120mm study stent. Following post-dilatation, residual stenosis was 25%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. On (B)(6), 2019, the patient was diagnosed with a peripheral artery disease (occlusion of the left sfa, pop, pero, and posterior tibial artery). On (B)(6) 956 days post index procedure, the patient was hospitalized for possible intervention and further evaluation. 100% thrombus noted in the target lesion located in the left sfa extending to the popliteal artery was treated with percutaneous transluminal angioplasty and thrombolysis. On (B)(6) 2019, 957 days post index procedure 50% thrombus noted in the target lesion located in the left sfa extending in to the popliteal artery was treated with percutaneous transluminal angioplasty and stent placement. On (B)(6) 2019, the event was considered resolved and on the same day the patient was discharged. Additional information reported that on (B)(6) 2019, the patient visited the hospital as an out-patient and the patient's abi was 0.50 which suggests an occlusion. Subsequently, an ultrasound was performed which revealed 40-75% of the stenosis from the lower part of the common femoral artery (cfa) to the upper part of the sfa by plaque, thrombotic occlusion from upper part of the sfa including stent to popliteal artery was occluded and occlusion mid away in the anterior tibial artery. The ultrasound also revealed an occlusion in the stent of the left sfa to the left popliteal artery. On (B)(6) 2019, the thrombus noted in the study stent located in the distal sfa was suctioned initially. Post this, the peroneal artery and the popliteal artery were dilated using a non-bsc balloon and the stenosis in the popliteal-sfa artery was treated by performing pta with 50% residual stenosis. The residual stenosis noted in the distal portion of the popliteal stent was dilated again using another non-bsc balloon. On (B)(6) 2019, ivus revealed haziness in the sfa stent and residual thrombotic occlusion in the popliteal artery and peroneal artery. The occlusion in the popliteal artery was dilated using a balloon and then thrombus was suctioned. Post this, a non-bsc stent was deployed and dilated. Then, another non-bsc stent was deployed and overlapped the study stent. Repeat ivus was performed and revealed residual thrombus in the sfa. A non-bsc stent was deployed in the sfa to fully cover the thrombus. Post dilatation, the flow is favorable to periphery. Kbt was performed in the left posterior tibial artery and stenting was done in the popliteal artery to the left posterior tibial artery. On (B)(6) 2019, the patient had no pain in the lower extremities. While walking, the patient had claudication, but the motion gradually improved to normal. On (B)(6) 2019, the event was considered resolved and on the same day, the patient was discharged from walking independently.

Manufacturer narrative:
Device is combination product. Age at time of event: 83 years.

Manufacturer narrative:
Device is combination product. Age at time of event: (B)(6) years.

Event description:
(B)(6) study. It was reported that stent thrombosis occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the left distal superficial femoral artery (sfa) extending to the left proximal popliteal artery (ppa) with 100% stenosis and was 98 mm long with a proximal reference vessel diameter of 5.8 mm and distal vessel diameter of 6.0 mm and was classified as tasc ii c lesion. Target lesion one was treated with pre-dilatation and placement of a 6 mm x 120 mm study stent. Following post-dilatation, residual stenosis was 25%. On (B)(6) 2016, the patient was discharged on dual anti-platelet therapy. On (B)(6) 2019, the patient was diagnosed with a peripheral artery disease (occlusion of the left sfa, pop, pero, and posterior tibial artery). On (B)(6) 2019, 956 days post index procedure, the patient was hospitalized for possible intervention and further evaluation. 100% thrombus noted in the target lesion located in the left sfa extending to the popliteal artery was treated with percutaneous transluminal angioplasty and thrombolysis. On (B)(6) 2019, 957 days post index procedure 50% thrombus noted in the target lesion located in the left sfa extending in to the popliteal artery was treated with percutaneous transluminal angioplasty and stent placement. On (B)(6) 2019, the event was considered resolved and on the same day the patient was discharged.